Event description:
Green towels from set up pack appeared to have leeched green onto the scrub nurses gloves. Dates of use: 2008. Diagnosis or reason for use: open heart surgery - in surgery set up pack. Single use device but khh discards after each patient.